Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis. Reportedly, the customer was exposed to hot temperatures and began vomiting prior to hospitalization. Customer was treated through intravenous insulin drip. Troubleshooting was performed and pump appears to be functioning as expected.